Manufacturer narrative:
B3. Date of event: unknown; therefore, the first day of the aware month was selected.

Event description:
It was reported by the patient that he feels that his reservoir has moved out of its original position. He stated he is in mild discomfort, and he is seeing his physician next week for evaluation. He further stated that his device is otherwise functioning properly. The patient was encouraged by patient service specialist to discuss with his physician. The patient had followed up with the physician. The physician did an exam and confirmed everything is in place and working. The physician told the patient if he is still in pain the physician has to remove the device. The patient has refused to the have the device removed. Therefore, there is no revision or removal scheduled at this time.

Event description:
It was reported by the patient that he feels that his reservoir has moved out of its original position. He stated he is in mild discomfort, and he is seeing his physician next week for evaluation. He further stated that his device is otherwise functioning properly. The patient was encouraged by patient service specialist to discuss with his physician. No further information was provided.

Manufacturer narrative:
B3. Date of event: unknown; therefore, the first day of the aware month was selected.